Event description:
It was reported that this right atrial (ra) lead exhibited far field signal, which was believed to be caused by lead position. Currently, this product remains in service and no adverse patient effects were reported.